Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4).meter and test strips were not returned for evaluation.most likely underlying root cause: mlc-62: user had poor technique.note:manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of blurry vision. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 139 mg/dl non-fasting using meter. Customer was properly trained on the use of the products and issue has been resolved. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is on (B)(6) 2020. The meter memory was not reviewed for previous test result history.